Event description:
It was reported that the thread was dissolved at the moment to insert the anchor. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
One 72203378 healicoil pk 4.5mm device returned. The complaint stated: ¿it was reported that the thread was dissolved at the moment to insert the anchor.¿ the product was used for a ¿rotator cuff¿ procedure. The anchor and sutures were returned assembled to the insertion device. There is no damage to sutures. The anchor was returned. Pieces of threads have been fractured from compression. These pieces are missing. The anchor portion remaining has been deformed and slightly rolled over on the outer diameter. Spiral vs. Solid screw configuration have different torque limitations. Subsequent request for information did not reveal patient¿s bone quality or prep instruments used. No root cause associated with the manufacture of this device was established.